Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Evaluation summary: analysis was performed on the returned device. The reported unspecified failure mode was confirmed. In this case, the returned device condition indicates that a suture deployment issue occurred which may have been the result of the suture lumens clamped. The reported unspecified failure mode appears to be related to use technique such that the suture lumens were clamped and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: the physician was reported to be trained in the use of the prostar xl device, but it was not known if the physician is established in the perclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, suture placement was attempted in an unspecified vessel with a prostar xl device using the preclose technique. Reportedly, there was a "faulty" issue with the device. The method used to achieve hemostasis was not specified. There were no reported adverse patient sequelae. The name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the prostar xl device or is established in the preclose technique. No additional information was provided.